Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed is reflective of the time zone of the country of the event.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Customer¿s blood glucose level was not impacted. Reportedly, the customer reverted to insulin pens for insulin therapy.